Event description:
It was reported by the patient that high shock impedance measurements of 160 ohms were observed with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) during a scheduled device explant procedure. Review of the electrode position on x-ray noted the coil had an arch shaped appearance away from the sternum. Defibrillation threshold (dft) testing was then performed to review shock impedance measurements and verify conversion. Conversion difficulty was noted due to high defibrillation thresholds (dfts). The s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.